Event description:
It was reported that the suture used on the pt broke three days after the operation. The pt had to be operated on again as a result of this event. Affiliate in japan indicated that it was impossible to obtain add'l pt related info or the product's lot number.